Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was missing. Review of the event history log (ehl) showed air detector is on/low. The reported issue was not duplicated. The air detector operated as intended. The service history review found the previous service which replaced the air sensor on (B)(6) 2023 is possibly related to the complaint. However, no fault was found when device air sensor was tested, as it functioned normally.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI number and g5 are unavailable

Event description:
It was reported that the pump exhibited an error. The air detector was low. No patient injury was reported.